Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient with a history of descending aortic replacement underwent an emergency endovascular treatment for an impending rupture of an aortic aneurysm caused by bleeding from the distal anastomosis site of the descending replacement using ggore® tag® conformable thoracic stent graft with active control system (ctag/ac device). Reportedly, the diameter of the anastomosis was 35mm and the graft diameter was 26mm. The first ctag/ac device was deployed as the distal side of the device extended about 2cm beyond the distal anastomosis site of the descending replacement. When attempting to deploy the second ctag/ac device proximally to the celiac artery, the device was expanded to an intermediate diameter and position adjustment was performed, but it was pulled down excessively. When an attempt was made to push the device back up forcibly, compression of the device occurred. When the device was fully deployed at a position not covering the celiac artery, strong resistance was felt, and the device migrated distally. As a result, the celiac artery was unintentionally covered by the device. Deformation was also observed on the proximal side of the device. Additionally, the red lockwire was unable to removed, therefore, the device was moved near the terminal aorta, and the red lockwire was removed together with the delivery catheter. A confirmation angiography revealed no vessel injury. Disturbance of abdominal blood flow caused by the device was observed, so balloon expansion was performed inside the device in an attempt to correct the stent shape, but little change was achieved. A third ctag/ac device was deployed, improvement in blood flow was confirmed, and the procedure was completed. The patient tolerated the procedure. The physician reported that the graft diameter was small and tortuous.